Manufacturer narrative:
Philips service center provided the customer with a quote for repair services. The quote expired after 90 days with no customer response. Therefore, this case is considered invalid, customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00214. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from customer reporting a battery failure on a v60 ventilator. The device was not in clinical use. There was no report of harm. The investigation is ongoing.